Event description:
Ets's responded to a person, condition unknown. The pt was connected to the device for ECG monitoring. According to the reporter, while the pt was being transported to the hospital, the device screen blanked several times and the device charged up by itself. No adverse affects to the pt were reported as a result of the alleged malfunction.